Event description:
It was reported that the intermittent catheters were causing pain and bleeding and they were not lubricated properly. Stated that the patient's nurse recommended to try the coude catheters. Liberator medical service would also work with the patient's doctor regarding a new prescription for coude catheters. No medical intervention reported.

Manufacturer narrative:
The reported event was confirmed by CAPA association as too little/lack of lubrication & not enough coating as the root cause of the failure. The method of test was manual that may contribute to different results since the conditions of friction applied to the catheter may vary according to organoleptic conditions of each person. This investigation does not require a DHR review due to no lot or serial number and this failure was confirmed by association with a CAPA. Labeling review not required due to confirmed CAPA case. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the intermittent catheters were causing pain and bleeding and they were not lubricated properly. Stated that the patient's nurse recommended to try the coude catheters. Liberator medical service would also work with the patient's doctor regarding a new prescription for coude catheters. No medical intervention reported.